Event description:
Complainant alleged that during functional testing, the device was unable to enter child mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident cannot activate child mode was observed and verified to pediatric button cable disconnected at the connector of the main board. The connection was resecured to resolve the issue. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.